Manufacturer narrative:
Pins pushed in on footboard connector.

Event description:
It was reported by service report that the footboard operated intermittently. No pt involvement or adverse consequences are reported.